Manufacturer narrative:
(B)(4).

Event description:
It was reported via sprinklr that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported that the patient was on vacation and assumed she had gluten (she reportedly has celiac). The cgm was displaying "low" and the bg was 600 mg/dl. The patient was in the intensive care unit for 3 days. There was no further event details provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.